Manufacturer narrative:
Event summary: no lot number provided for achieve mapping catheter (B)(4), flexcath advance 4fc12 or arctic front catheter. No product has been returned for investigation. This is a clinical issue encountered during the procedure. No product malfunction reported. In conclusion, there was no indication of product malfunction and no product returned.

Event description:
It was reported that during a cryoablation procedure, the patient's blood pressure decreased and the patient went into cardiac arrest after angiography for the left superior pulmonary vein was performed. A slight increase to st levels was noted after medication was given. There was no pericardial effusion. The procedure was aborted, however, the patient was not under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.